Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a right ventricular (rv) safety switch was observed with this patient's system. A review of the impedance trend noticed the patient's rv lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Testing of the patient's system was unable to reproduce any out of range measurements and a fluoroscopy performed did not show any rv lead dislodgement or noticeable fracture. The patient's system was reprogrammed and no intervention was performed as the patient will continue to be monitored. No adverse patient effects were reported.